Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was instructed to purchase a belly binder to hold the charger in place. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that the emi from the gastric bypass surgery was not confirmed and that there were no issues caused by the patient's weight loss. The antenna locate feature was used to address the poor coupling, and the patient was able to get all 8 boxes. It was noted that the improper coupling was the cause of the longer recharge sessions. Antenna locate, and putting the antenna directly on the skin rather than on the belt resolved the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that it was taking too long to charge and had been taking longer to charge the last few times they tried charging. It used to take about 3 hours and right now it was finally getting finished after more than 4 hours. The consumer started that it had already drained half of their implantable neurostimulator recharger (insr) battery. The patient cannot every seem to get 8 coupling bars and had poor coupling. During the call while the patient was charging, they had 6 bars but if they sat down they would only get 3 bars. The patient recently had gastric bypass surgery and lost 40 lbs. Already. The implantable neurostimulator (ins) had been off for about 3 weeks for that surgery and recovery. It was reported that the patient noticed the charging issues after they turned the ins back on and tried to charge in within the last month (confirmed (B)(6) 2018). It was unknown if there were any pocket issues. The patient was noted to be severely allergic to adhesive so adhesive discs were not ordered. The patient was redirected to their health care provider (hcp). No further complications were reported.